Event description:
It was reported that the physician's handheld and wand was freezing and experiencing a non specific general performance issue as it was described to be "not working right". Tc attempted to interrogating his known good demo generator with this handheld and wand but it was unsuccessful. The physician's hhd was able to be powered on but the screen froze at the initial start-up screen. No patient care was impacted, however. The device was received and during the analysis, it was identified that the handheld was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. No further anomalies associated with the handheld performance were identified during the analysis. No anomalies associated with flashcard software were identified during the flashcard analysis..